Manufacturer narrative:
Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This x-ray's c-arm was positioned for a screening procedure. The c-arm with its locks disengaged spontaneously rotated and fell on anaesthetized pt's back. The arm impact was to upper spine at p1 level. A CT was performed to assess for injury to the pt and no injury found. Also, there was no bruising or redness observed immediately post-impact. They then completed the pt's procedure.